Event description:
New information received notes that the patient presented in-clinic for a surgical revision of the right atrial (ra) lead. The physician previously suspected the ra lead had dislodged. Failure to sense was noted on the ra lead. X-ray imaging performed on an unknown date confirmed right atrial lead dislodgement. The ra lead was capped on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found under-sensing, resulting in loss of automatic mode switch. Review of prior remote transmissions revealed loss of ra lead capture. No other malfunctions were noted or suspected. Corrective programming changes were made to resolve the under-sensing. Surgical intervention for the ra lead loss of capture was planned but not yet scheduled or performed. The patient was stable throughout and no symptoms were reported.